Event description:
It was reported that the pt expired. The cause of death or if death was attributed to the device was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.